Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the bag-to-vent switch. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, the unit would not switch to mechanical mode of ventilation. There was no report of patient involvement.